Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "air in line and occlusion sensitivity".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "air in line and occlusion sensitivity- all 3 devices gave alarms of either air in line or occlusion, when the line only contained a few micro-bubbles at the sensor chamber and the PICC line in question could be flushed with a 10ml syringe with relatively little resistance. Other medication could be delivered via an alternative pump (baxter colleague cxe) into the same line, without any difficulties. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."